Manufacturer narrative:
The ge healthcare service representative replaced the sensor interface board, flat cable, and inspiratory sensor to fix the reported issue.

Event description:
The hospital reported that, unit alarmed for the absence of the expiratory valve and the ventilation was interrupted. There was no reported patient involvement.

Manufacturer narrative:
Upon further review by a ge healthcare cross functional team, the reported issue would only affect the monitoring. Ventilation would continue normally. Medical intervention would not be required. This case is assessed as not reportable.